Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The root cause was determined to be user error related to patient positioning. The system was checked by the siemens service engineer and found to be operating within specification. No hardware or software problem was found which would explain the reported 2nd degree burn to the left side of the patient's waist. The complete examination of the patient's right elbow lasted 28.4 min with an active scanning time of 28.1 min. No abnormality was found, which would indicate a system malfunction. With the 6th measurement the first level (fl) operating mode was used. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 92% of the first level mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 103.4 wmin/kg which is below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). The root cause for the 2nd degree burn was a bore wall contact in combination with an unusually intensive rf exposure. This is the result of the patient positioning. The adipose patient (bmi 43 kg/m²) was positioned head first, supine with arms extended over his head for a right elbow scan. Due to the patient's size, the patient was positioned slightly oblique and the left side of the patient's body was touching the magnet bore. Only the patient gown was separating the bare skin from the bore and no other padding or blankets were used for patient positioning. The direct contact of tissue with the bore wall can result in high-frequency current loops which are capable of causing local burns. To prevent these possible burns a warning notice is implemented in the magnetom family operator manual - mr system syngo mr e11 (page 19-21), which contains the necessary preventive measures. It is requested that direct skin contact must be avoided by using at least a 5 mm thick cushion between the skin and the bore wall. No corrective actions are planned based on this nonsystematic event.

Manufacturer narrative:
Exemption number e2017014. (B)(4). Following the reported event, the system was evaluated and found to be operating within specification and no malfunction or device failure was identified. The direct contact of the tissue with the bore wall can result in high-frequency current loops which are capable of causing local burns. To prevent these possible burns a warning notice is implemented in the magnetom family operator manual - mr system syngo mr e11 page 20. It is recommended that direct skin contact be avoided by using at least a 5 mm thick cushion between the skin and the bore wall and to follow the instructions given in the operator manual regarding correct patient positioning in order to avoid such incidents in the future. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom skyra system. A male patient was positioned head first, supine with arms extended over his head for a right elbow scan. Due to the patients size, the patient was positioned slightly oblique and the left side of the patient's body was touching the magnet bore. The patient gown was separating the bare skin from the bore, however, no other padding or blankets were used for patient positioning. The exam was completed without incident and no areas of redness were observed. Several days later the patient contacted the hospital via email to report a blister and scab to the left waist/ buttock area. The hospital offered consultation and medical treatment, however, the patient declined treatment and stated the blister had already begun healing. There is no further report of impact to the state of health of the patient involved.